Event description:
It was reported that the patient presented for an implant procedure. Post procedure, as the patient was being moved from the surgical table to the bed, it was noted that the right atrial (ra) lead had dislodged. Fluoroscopy was performed which confirmed the lead dislodgment. The lead was explanted. The patient was stable throughout the procedure.